Event description:
Patient with hospital acquired pressure injury-deep tissue pressure injury from device. Device is hollister anchorfast etad. Pressure injury to upper lip. Etad device was recently redesigned and foam that touches lip was part of the redesign. Since this redesign we have seen multiple patients with hapi to the same spot on upper lip where foam touches skin.